Event description:
A customer contacted baxter (B)(4) regarding a burnt odor that occurred from the homechoice (hc) machine, during patient use. The home patient (hp) reported a burning smell coming from the hc. When the hp smelled the burning smell, they turned the hc off. The technical service representative (tsr) would swap the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. During a follow-up with the home patient (hp), they stated there was a burning smell from the hc and the technical service representative (tsr) had the machine swapped. The hp stated he is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a burnt odor was confirmed during the sample evaluation and the root cause was determined to be a hardware problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a burnt smell from a homechoice (hc) machine was confirmed during the sample evaluation. The device did not meet the baxter specifications upon arrival, thus repair was required. The actual home choice device was evaluated and all functional tests were performed as per baxter?s required procedures. The reported condition of burnt smell was confirmed and duplicated. Visual inspection found no physical damage. The power on self test was successfully completed but with prevalent burnt smell. An event history log review was performed and no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.